Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 53 cm proximal of the tip electrode. Only the distal part of the lead was returned for analysis. The fragment was checked visually and electrically. The visual inspection detected strong extraction damages at the lead. Both shock coils were deformed, and the tip electrode was pulled back to behind the ring electrode, which indicates the impact of tensile forces. In addition, tissue residue was found, especially in the area of the tip electrode. It is suspected that the lead had significant ingrowth in the implanted state, which led to the observations. In the further course of the analysis, signs of abrasion could be detected at the lead body. The insulation was damaged mainly between 10 cm and 8 cm proximal of the tip electrode due to fraying. This damage is with high probability the cause of the oversensing complained about, which led to vf detection. The presented damage pattern requires strong mechanical stress of the lead during its implantation time. It should be considered that ingrowth might have led to restricted movability of the lead and thus contributed to the detected defect pattern. The measurement of the direct-current resistances of the electrical conductors at the lead fragment proved to be inconspicuous. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approximately 132 months after the implant oversensing with artifacts was noted. The lead was explanted.